Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the device failed operational check for the charge button test.